Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 8.5 cm to 9.3 cm from the distal tip consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation were noted at 8.3 cm to 10.7 cm from the distal tip. The etfe coatings were intact and the inner coil was not exposed at these locations.

Event description:
It was reported that during a device change out due to normal eri, the riata lead was explanted due to externalized conductors. There was no noise or electrical issues reported on the lead. The patient¿s condition was stable before, during, and after the event.